Event description:
Healthcare professional reported 3 days after injection to the cheeks with juvederm voluma with lidocaine pt's "right cheek was inflamed and eye was half closed." Pt was treated with antibiotics and an anti-inflammatory, however continues with a "hollow in the right cheek" and notes "fillers appears to be present in periorbital area and is movable."

Manufacturer narrative:
(B)(4). Further info from the reporter regarding event, product or pt details has been requested. No additional info is available at this time. The events of inflammation, "hollow in the right cheek" and "movable" product are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.